Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated he was "experiencing problems" with vns therapy dosing system. Device is being returned to manufacturer for product analysis.